Event description:
It was reported to boston scientific corporation that an advanix biliary stent with naviflex rx delivery system was used in the common bile duct to treat a stricture during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2024. During the procedure, the advanix biliary stent was successfully deployed. However, the guide catheter detached from the naviflex rx delivery system inside the patient. The guide catheter was removed using rescue forceps, and the procedure was completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Imdrf impact code f2301 captures the reportable event of the guide catheter being removed using forceps. Block h11: the naviflex rx delivery system was received for analysis. The device returned with the pouch completely closed, upon opening the device, a functional inspection was performed where the pull wire was pulled, and it was confirmed that the delivery system was working properly. However, after destructive test, it was observed that the hypotube was not properly bonded to the inside of the guide catheter, which contributed to the reported event. The reported event of guide catheter break was confirmed. Based on all the available information, the cause of the reported guide catheter break was likely due to a quality control deficiency. Boston scientific has initiated a non-conforming events prevention (ncep) investigation to further investigate reports of guide catheter break associated with the advanix-naviflex delivery system. The investigation is currently ongoing to determine if any corrective actions are warranted.

Event description:
It was reported to boston scientific corporation that an advanix-naviflex rx biliary stent was used in the common bile duct to treat a stricture during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6)2024. During the procedure, the stent was successfully deployed. However, the black guide catheter was detached inside the patient. The black guide catheter was removed using rescue forceps, and the procedure was completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Imdrf impact code f2301 captures the reportable event of the guide catheter being removed using forceps.